Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. The distributor has indicated the pt had previously undergone a radical prostatectomy, with subsequent vesicourethral stricturing requiring dilation, which has been going on for approx nine weeks. The pt explained, to the distributor, he had been using the same device daily for approximately eight weeks, when the distal end (approximately 5 cm in length) broke off and lodged in his bladder. He subsequently had to undergo a cystoscopy in order to retrieve the distal piece. The distributor indicated the physician advised the pt at the outset that the device was only for single use. The physician explained that many pts will reuse these for many weeks due to the cost (until they notice wear indicating it might break, at which time they will buy a replacement device). The pt indicated he did not know that it was a single use device until the difficulty occurred. The pt admitted he had subsequently purchased another of the same device and is still using it daily. The portion of the dilator that was removed from the pt is available for evaluation and will be returned at a later date. The label on the package indicates it is for physician use only as well as one time use. As add'l info becomes available, it will be forwarded.

Event description:
Customer states: "private pt rang and reported 2 inches of a urethral dilator had broken inside him and that his doctor advised that the broken tip should pass though urine. The device was purchased at hospital. Usage once a day over 8 weeks."